Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2019. 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to erosion. The left ventricular (lv) lead was partially removed, cut and capped and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.